Event description:
Cannula worked but patient developed bloody pericardial effusion twice during treatment. Patient survived. Cannula was placed following a venotomy. Guidewire, obturator and fluoroscopy were used for placement. On day 3 of ECMO, a moderate sized pericardial effusion was noted. Day 4, became symptomatic of tamponade requiring pigtail catheter to be placed in pericardium. Improved initially but several hours later suffered asystole and was resuscitated. Pericardium was drained and patient recovered. Converted to va ECMO with the addition of an arterial cannula leaving the bi-caval cannula in place for additional support in the event of asystole again. Patient had one more episode of reaccumulation of effusion resolved by stripping the pericardial tube. A clot remained in the pericardium until discharge which was not problematic and treatment with low molecular weight heparin was required for a period of time following ECMO decannulation. Report form stated the effusion was caused by the bi-caval cannula. On follow-up customer stated the effusion was associated with the cannula but they could not identify a specific defect or feature that was the cause.

Manufacturer narrative:
Customer did not report problem with cannula functionality. As noted, cannula was left in and utilized for additional treatment. Perforation and associated pericardial effusion is a known complication associated ECMO therapy particularly in sick infants where tissue is friable. The reported rate of perforation has remained consistently low (less than 0.4%). The ECMO procedure for which this catheter is used is a lifesaving procedure for the sickest of infants. Therefore, the inherent risk associated with catheter use in these patients is outweighed by the benefits of the treatment.